Event description:
The reporter stated that the suspect device showed variations when compared to the lab. Examples provided were 3.7, 2.5, 1.8, 2.0, 1.8, 2.3, and 2.5 on the suspect meter. Corresponding. No treatment was administered as a result of suspect meter results.